Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation completed. This is an initial final report submission. Functional testing found that the battery pack would power on the pulsavac in low mode, but not in high mode. When the device was connected to a lab battery pack, it functioned normally in both modes. Visual inspection of the interior of the battery pack found one of the batteries was had leaked onto the terminal inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during surgery the surgeon couldn't use new hip kit since the water pressure was weak. At product evaluation investigation the device was found with a leaking battery. No adverse events were reported as a result of this malfunction.